Manufacturer narrative:
The customer's products have been returned and an investigation is in process. A follow-up report will be sent once the investigation is completed. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre built-in meter was producing ¿wrong¿ readings when compared to various other devices. It was further reported that on an unspecified date customer¿s built-in meter produced a result of ¿lo¿ (a reading less than 20 mg/dl) which was compared to a fs sensor scan result of 96 mg/dl and another adc blood glucose meter result of 258 mg/dl. It is unknown how much time may have elapsed between these readings. Caller reported the customer, a child of five years, experienced a loss of consciousness and was treated by a healthcare provider. No hcp meter results or diagnosis were provided. Customer was ¿hydrated¿. No additional information was provided. Attempts to clarify details in this case have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed and no issues were observed the reader turned on with button depression and with strips insertion. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Further investigation will be conducted on the test strips if they are returned.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre built-in meter was producing ¿wrong¿ readings when compared to various other devices. It was further reported that on an unspecified date customer¿s built-in meter produced a result of ¿lo¿ (a reading less than 20 mg/dl) which was compared to a fs sensor scan result of 96 mg/dl and another adc blood glucose meter result of 258 mg/dl. It is unknown how much time may have elapsed between these readings. Caller reported the customer, a child of five years, experienced a loss of consciousness and was treated by a healthcare provider. No hcp meter results or diagnosis were provided. Customer was ¿hydrated¿. No additional information was provided. Attempts to clarify details in this case have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre built-in meter was producing ¿wrong¿ readings when compared to various other devices. It was further reported that on an unspecified date customer¿s built-in meter produced a result of ¿lo¿ (a reading less than 20 mg/dl) which was compared to a fs sensor scan result of 96 mg/dl and another adc blood glucose meter result of 258 mg/dl. It is unknown how much time may have elapsed between these readings. Caller reported the customer, a child of five years, experienced a loss of consciousness and was treated by a healthcare provider. No hcp meter results or diagnosis were provided. Customer was ¿hydrated¿. No additional information was provided. Attempts to clarify details in this case have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The precision strip was not returned, and a valid serial number was not provided. An extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. The libre reader was returned and found to have satisfactory control solution testing results, and no other issues were identified. Therefore, no further investigation activities are required for the libre reader. Dhrs (device history review) for all precision strips were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was performed for precision strips and no tripped trend relating to complaint were found. If the product is returned, the case will be re-opened, and a physical investigation will be performed.